Event description:
Blood pressure monitor continues to pump up after the first initial pressure. It will stop wait for 3-5 secs and pump up again. It becomes so tight around the customer's arm that he feels he's going to pass out. The monitor will give a total of 3 pumps in the same sitting. When the cuff finally releases the air, it gives false readings. The customer took the monitor to his doctor and they stated the machine was faulty.